Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. The atrial lead exhibited noise with false automatic mode switch episodes. No additional information was available.

Event description:
New information states that the device was reprogrammed and the patient was doing well.